Manufacturer narrative:
The meter was returned for investigation. The returned meter was tested with master lot strips and a liquid qc of a high level. Testing results: qc 1: 2.5 inr. Qc 2: 2.5 inr. Qc 3: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer's wife stated they received questionable results from coaguchek xs meter serial number (B)(4). The customer fell and his nose would not stop bleeding. He tested on the meter because of the bleeding and the result was >8.0 inr. The customer spoke with the doctor and was sent to hospital for a laboratory draw and treatment for the bleeding. The customer's nose was cauterized to stop the bleeding. The customer stated they are now "okay". The laboratory result at 2:30 pm was 5.1 inr. The laboratory reagent used was requested but was not provided. The customer believed the high meter results and the resulting change in warfarin dose led to the bleeding issue. The bleeding occurred after the patient fell. The bleeding had to be stopped by cauterization at the hospital. All provided inr results are above the patient¿s individual therapeutic inr range. In general, bleeding is an undesirable but common side effect of anticoagulation treatment and the risk of bleeding is increased in patients undergoing anticoagulant therapy. There was no information provided that reasonably suggested the device caused or contributed to an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic, not polycythemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no new medications. No diet changes, and no illness. The suspect meter and strips were requested to be returned for investigation. The strips were no longer available for return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No information was provided in the complaint case that would point to a cause for the result discrepancy. As no product was returned for investigation, a specific root cause could not be determined.